Event description:
Post op pt left total knee when rn pushed blue lever down blood did not infuse into blood bag and blue lever fell off of unit. Two rn's attempted to work with constavac to drain blood w/o success. Physician notefeed. Blood on constavac also dark, appears oily with red bloody sediment on side of container. Lot # 11077012.